Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component left 62.5 catalog #: 183026 lot #: ni, vanguard cruciate retaining tibial bearing 12x63/67 catalog #: 183422 lot #: ni, biomet cc I-beam tibial tray 67mm catalog #: 141222 lot #: ni it is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06343, 0001825034-2018-06344, 0001825034-2018-06345.device remains implanted.

Event description:
It was reported that a patient developed cellulitis bilaterally seven (7) days following left knee arthroplasty and again approximately one (1) month later. No additional patient consequences were reported.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.